Event description:
The patient reported "not feeling right". During an examination, the physician reportedly could hear a "rub" and suspected pericardial irritation. No pericardial effusion was observed, but there was a suspected slight perforation of the ventricle. The right ventricular lead was repositioned and remains in service. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.